Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The customer stated that she previously changed the infusion set to solve the problem but she got a no delivery alarm. The customer was not feeling well enough to continue troubleshooting. The customer called back to report that she was hospitalized due to hyperglycemia. The blood glucose reading at the time of admission was unknown, but her blood glucose was 430 mg/dl prior to going to the emergency room. The customer had the tubing clamp with her during the call, but decided to call back at another time for the high pressure test. Nothing further was reported.